Event description:
It was reported that during an unk procedure the tip of the blade broke off. No pt consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.